Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem-o-lok clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not put the clip together. The procedure was completed with no reported injury. Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. There was an issue related to clip applier jaws remaining static/not moving when surgeon commanded movement (squeeze enough to clamp clip). The clip applier been used once during the case when the incident occurred. To resolve the issue another or back up applier was used. There were no photos and/or videos of this event available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have grip input disk 6 broken inside the housing. The complaint regarding would not put clip together was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions.

Event description:
Refer to h11 for follow-up information.